Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 2 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced some episodes of flushed sensations and dizziness. Device interrogation revealed speed ramp downs and low voltage alarm however the patient denies running batteries down. The manufacturer¿s technical services representative reviewed the submitted log file and reported a no external power and low voltage events were observed on 03jul2018 which was due to the mobile power unit (mpu) ac power cord coming loose. There was no interruption in pump support to the patient during this event. The speed ramp downs as mentioned are pulsitile index (pi) events which occur by design. There are no speed drops below the low speed limit. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.